Event description:
It was reported that during patient use, the tracheal tube cuff deflated. The patient had to be re-intubated. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The customer informed that the correct lot number to be 14d063jzx . Therefore, it was updated, and this supplemental report is being submitted to reflect this information. (B)(4).

Manufacturer narrative:
(B)(4).